Event description:
It was reported that a patient sustained a second degree burn to the face following ipl treatment with a lumenis one laser.

Manufacturer narrative:
No device malfunction was reported by the initial reporter; therefore, no device evaluation occurred. Device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated patient treatment records and photograph concluding the root cause of the event to be operator error: incorrect treatment tip for the size of the area being treated and aggressive treatment settings employed in contradiction to device training and device IFU. Additionally, the healthcare professional concluded that the event would likely result in a small scar. No malfunction suspected.